Manufacturer narrative:
Investigation conclusion: with all the available information, boston scientific concludes that the reported defective fiber was confirmed. Analysis identified that the metal cap was detached. It is probable that the metal cap detachment occurred due to elevated temperatures, near the laser beam output window. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in cooling saline flow. Continuous elevated temperatures can lead to fiber damage, including metal cap detachment. According to the instructions for use, increasing the irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmh6) will further increase liquid cooling effect and may reduce fiber tip damage. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified that the metal cap was detached and not returned. The glass cap exhibited severe devitrification at the bevel edge of the fiber. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing confirmed that there were no breaks along the fiber body. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: a review of device instructions for use (IFU) was performed. The instructions for use states; connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted metal cap detachment. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that the fiber was defective. A second fiber was used to complete the procedure without clinical consequences to the patient. Analysis of the returned device identified that the metal cap was detached and not returned.